Manufacturer narrative:
A review of redacted medical records reflects that the actual patient admission date was (B)(6) 2016 and the surgical procedure and explant date was (B)(6) 2016. The overall findings of the evaluation of the returned sample are that the provided tissue sample presents a mixed degree of remodeling. Some tissue regions presented no cellular infiltration and ecm remodeling. This was prominent in the leaflet section of implanted ecm, distal to the native tissue. Other areas, closer to the viable patient tissue, presented a high degree of remodeling. Vascularization was detected within the tissue, with microvessels present near regions of active remodeling. There was some evidence of delamination within the tissue sample, but these matrix defects appeared to remain within the valve structure. All tissue samples presented the expected amount of remodeling for this timepoint.

Manufacturer narrative:
Sample has not yet been received for evaluation. Lot number is not available. A supplemental report will be submitted following evaluation of the returned sample or if additional relevant case information is received. The cause of recurrent endocarditis cannot be conclusively determined. However, medical records indicated that the patient had recent dental work (some teeth removed) prior to experiencing symptoms. The use of the cormatrix ecm to construct heart valves is not an FDA cleared indication. The original case performed in 2015 is considered off-label use of the cormatrix ecm. Although product and lot information is currently unknown, it is likely that the valve was fabricated from either the cormatrix ecm for cardiac tissue repair product, which is indicated for intracardiac patch or pledget for tissue repair and suture-line buttressing, or the cormatrix ecm for pericardial closure product, which is indicated for the reconstruction and repair of the pericardium.

Event description:
Cormatrix cardiovascular became aware of an event involving cormatrix ecm that was used to fabricate and replace a tricuspid valve in (B)(6) 2015. This event was discovered by cormatrix on (B)(6) 2016 for a patient who was evaluated for possible enrollment in (B)(6). Details are summarized below: it was reported that a (B)(6) year old female patient originally presented on (B)(6) 2015 with multiple septic emboli to lungs, moderate to severe tricuspid regurgitation, and infective endocarditis of the native tricuspid valve with extensive tissue destruction and a large vegetation. On (B)(6) 2015, the patient had surgery and it was discovered that the native tricuspid valve could not be salvaged. Cormatrix ecm was used to fabricate and replace the tricuspid valve. Post repair transesophageal echocardiography showed a well-functioning tricuspid repair with no residual regurgitation and good biventricular function. The patient was discharged on (B)(6) 2015 to a step down unit for antibiotic therapy and further management for her endocarditis and continued renal replacement therapy. Sometime in (B)(6) 2016, the patient presented with spiking fevers with shortness of breath and chest discomfort. The patient indicated no intravenous drug use since previous surgery but had some teeth removed recently. Transesophageal echocardiography revealed an intact ecm tricuspid reconstruction but with a 1.6cm vegetation as well as what appeared to be some thickening on the surface of the leaflets and mild regurgitation. The right ventricle remained enlarged with some global dysfunction. Patient was on continued antibiotic therapy. The patient was evaluated and enrolled in (B)(6) for treatment. At some time around (B)(6) 2016, the original ecm valve was removed and replaced.